Event description:
The atrial lead was returned to the manufacturer after being explanted, due to oversensing and an apparent conductor fracture. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary:(B) (4) outer insulation breached depression; full atrial lead in segments was returned and analyzed.